Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working after flipping inside the scrotum. The pump was explanted and replaced with a tenacio. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).